Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire fr and rebar catheter encountered resistance. The patient was undergoing surgery for treatment of an ischemic stroke located in the left middle cerebral artery. The patient's baseline mrs score was 4 and post procedure was 4. The patient's baseline nihss score was 17 and post procedure was 17. The patient's baseline tici score was 1 and post procedure was 3. Intravenous tissue plasminogen activator (tpa) was not contraindicated. There was 1 pass made with the device. It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 293 minutes. It was reported that the patient's left middle cerebral artery m1 was occluded. The 6f hetai long sheath and catalyst6 middle catheter, rebar18 microcatheter, and synchro micro guidewire were coaxial. After the micro guidewire and microcatheter passed through the occluded blood vessel segment and reached the designated position, the micro guidewire was withdrawn and the solitaire fr stent was delivered. After the stent reached the tip of the microcatheter, it encountered great resistance when withdrawing the microcatheter. The stent could not be completely pushed out of the microcatheter. The microcatheter and stent were withdrawn for inspection, and it was found that the distal end of the stent push guidewire was kinked and could not be used again. Considering the patient's economic reasons, it was replaced with the tongqiao jiaolong stent to remove the thrombus again and completed the surgery. It was reported there was resistance located during delivery in the distal section of the catheter. The vessel was not tortuous. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complicate ions were reported as a result of this event. Ancillary devices include a 6f hetai long sheath, synchro standard 0.014in x 200 cm guidewire, and catalyst 6 middle catheter.